Event description:
The pt reported that over the past year he has had "about five" insulin infusion sets separate at the luer lock connection. He stated this did not affect his blood glucose levels and he corrected it by changing the infusion set. The pt stated he was aware of the recall. No blood glucose effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.